Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. Reportedly, despite successfully flushing prior to use, no blood from the marker lumen occurred. The suture of a new prostyle device was successfully pre-placed. The use of an 8f sheath was continued and the the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow was observed through the marker lumen¿ was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to a marker lumen obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.